Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication an edwards device malfunction contributed to this adverse event.  Investigation results suggest that the buckling of the (non-edwards) vascular plug catheter when attempting to cross the area of pvl, may have caused a minor perforation, and the bav may have exacerbated it. However, the exact cause is unknown.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by field clinical specialist (fcs), fourteen months post placement of the 20mm sapien 3 valve in the aortic position, the patient had moderate to severe ai. The team decided to place a plug. They were able to cross the paravalvular leak (pvl) with a wire, but were unable to get the catheter across. Multiple attempts were made to cross with the plug catheter, causing some buckling of the catheter. It was then decided to attempt to balloon aortic valvuloplasty (bav) the valve. The bav was successful in eliminating the pvl, however it caused an annular rupture. The patient subsequently passed away. Images of the patient's native valve (prior to the placement of the 20mm sapien 3) were reviewed and there was no indication of severe calcium. The patient did not have any history of cancer or radiation. It is speculated by the field clinical specialist (fcs) that the buckling of the plug catheter when attempting to cross may have caused a minor perforation, and the bav may have exacerbated it. The exact cause is unknown.

Manufacturer narrative:
No additional information will be reported.

Manufacturer narrative:
Reference CAPA-20-00141.